Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). Same case as MDR ID: 2134265-2014-05161. It was reported that in-stent restenosis occurred. In (B)(6) 2014, the patient presented due to recurrent progressive angina and patient was hospitalized on the same day. Coronary angiography was performed and revealed 90% proximal in-stent restenosis (isr) of the 3.5 x 28 promus premier stent deployed in svg to ramus. The lesion was treated with direct stent placement of a 3.5 mm x 26 mm non-bsc drug eluting stent. Following post-dilatation, residual stenosis was 0%. In addition, non-target vessel revascularization (non-tvr) was performed on the isr of the previously deployed unknown stents in lerft circumflex (lcx). The lesion was treated with placement of 2.5 x 24 mm promus premier¿ stent and postdilatation of a 2.75 quantum balloon catheter. Subsequently, a small area of flexing in the distal end of the 2.5 x 24 mm promus premier¿ stent was noted which could not be fully open even after high pressure balloon dilatation (2.75 quantum balloon), however, the distal filling was noted as timi 3 flow. Post procedure, the event was considered as resolved and the patient was discharge on aspirin and clopidogrel.